Event description:
Baxter (B)(4) received a report that an intermate had leaked upon unpacking. According to the customer, the reservoir of the device was noted to have popped and the fluid had leaked out of the device. The device was filled with solution of nacl. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. A visual examination did not show any signs of a rupture. However, there was broken tubing found at the luer post junction. Therefore the reported rupture was not confirmed, as the leak was determined to be caused by the broken tubing. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.